Event description:
Patient was going to interventional radiology (ir) and required a suction machine to keep chest tube to 20 cm suction during transit. Registered nurse (rn) tried to use both suction machines from b2 and b3 crash carts. Both machines turned on but battery depleted, and the machines turned off quickly before patient ever left for test. So, rn called for two more suction machines from central distribution. They both arrived to unit. Patient's chest tube placed to one machine that was reading battery half full and began transport from c5b to ir. Low battery red light began flashing mid transport, but they did make it to ir without it totally depleting.